Event description:
The customer reported a leak at the return pressure sensor during prime for a procedure. The reported event occurred during prime, before the patient was attached, therefore, patient information is not reasonably known for this event. The disposable set is unavailable for return because the customer discarded it. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. A photograph was submitted with the complaint. Review of the photograph confirmed that there was a hole in the silicone membrane of the return pressure sensor which was the source of the leak. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was unavailable and a definitive root cause could not be determined. Possible root causes for a hole in the return pressure sensor include but are not limited to:- an incomplete fill of the plastic mold- product handling either at the manufacturing or customer site that resulted in damage to their turn pressure sensor.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: the supplier¿s processes and controls were analyzed, and in conjunction with the provided image and problem trends (there are only 4 occurrences since (B)(6) 2012), this is believed to be a supplier quality control problem. Specifically, it is most likely an issue with the cutting process. Correction: the supplier has implemented a quality alert to raise awareness for this defect and has completed retraining of the die cutting process.